Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus resection, the electrode head fell off inside the patient and the pieces were removed using tweezers. The procedure was completed with a back up device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows excessive erosion with contamination/discoloration and scratch/scuff marks on the spacer and return electrode. The screen is detached and not returned for evaluation, additionally, 2 ball wire electrodes are missing. There are no manufacturing abnormalities visually observed with the returned wand. The device produced plasma on the remaining electrode/screen; the suction line was tested and performed as intended. The complaint was verified and the root cause could not be determined with confidence as there are many root causes that may have contributed to the event.